Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8416-70 serial #: (B)(4), description: 2×8 MRI paddle lead, lim, 70cm model #: sc-4318, lot #: 20575855 description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, lead, and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg, lead, and anchor were replaced and the pocket site was relocated. The patient was doing well postoperatively. No device malfunction was suspected.